Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the battery they had before this current implant had come on by itself when they were at the dental office.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.